Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Event description:
It was reported that during a laparoscopic gastric bypass procedure the trocar was leaking but after the 5mm device was introduced into the trocar, the leakage became worse. Another device was used to complete the case with no patient consequence. The device was discarded.